Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the device showing no image was not confirmed. Based on the results of the investigation. A likely, cause of the scope having no image was unable to be determined, since the issue was unable to be reproduced, during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope exhibited no image. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.